Event description:
Pt reported experiencing low blood glucose as a result of being ill and administering too much insulin during boluses. She did not report any symptoms associated with the low blood glucose. Pt indicated that two months prior, she had experienced the infusion set separating at the luer lock. She stated that she did not notice any leakage. Pt replaced the infusion set tubing. She reported that the infusion device delivered insulin properly and her blood glucose was not affected. No medical treatment was required. Product was unavailable to be returned for evaluation.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.